Event description:
Blood glucose meter reading consistently at least 20 mg/dl different that actual blood glucose. Manufacturer states as long as difference is less than 25 percent it is acceptable. Clinically this difference is unacceptable and would lead a provider to make changes in a patient's therapy.